Event description:
Procedure type: lap gastric bypass. According to the reporter: customer reports that the surgeon noticed that the staple line had malformed staples. He used a competitive stapler to resect the bowel. There was tissue loss because surgeon had to resect extra bowel. There was no tissue damage. There was no bleeding. Extra surgical time was required but it did not affect the patient in any way. Nothing fell in the patient cavity. No reinforcement material used. The devices are being returned for investigation. The patient is currently in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).